Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts "the slider of the syringe could not slide, and the pushing resistance was large" during implantation in left eye. Surgery was not completed with a back-up device. No eye injury noted.

Event description:
Healthcare professional reported a xen®45 gts "the slider of the syringe could not slide, and the pushing resistance was large" during implantation in left eye. Surgery was not completed with a back-up device. No eye injury noted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.